Manufacturer narrative:
(B)(4). Follow-up report for additional information. Date received by manufacturer has been updated to 10/13/2025.

Event description:
Additional information provided: "so sorry for my delay. Please use the attached email as proof for awareness date of 10/13.".

Manufacturer narrative:
It was reported there was a syringe with some debris inside. As a physical sample was not returned, a thorough sample evaluation could not be performed. To support the investigation, two photographs were submitted for review by the quality team. The first image depicts a syringe removed from its blister packaging, showing a droplet of solution and the rubber stopper positioned near the 4 ml mark on the graduation scale. No foreign material was observed. The second image displays the top web of the blister packaging. A review of the device history record was conducted for material number 302830, lot 5243408. The assessment revealed no quality issues during the production of this lot that could be linked to the reported condition. No related quality notifications were identified, and all manufacturing processes and final inspections were performed in accordance with specification requirements. To date, no similar events have been reported for this lot. Based on the investigation and the analysis of the submitted photographs, the reported symptom could not be confirmed. In the absence of a physical sample, it was not possible to determine a probable root cause. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the syringe 20ml ll s/c 48 had foreign matter. The following information was provided by the initial reporter: material # 302830 batch #5243408. We had a report of a 20 ml syringe with some debris inside. Item was not kept. This occurred on (B)(6) 2025. I¿m having a hard time seeing any debris in the picture. I think this can just be for awareness for right now. If we continue to receive reports, I¿ll let you know. Ref# 302830, lot# 5243408.